Event description:
Implanted in (B)(6) 2000. From 2002 to date, I have many symptoms I believe are related to the mentor silicone gel implants. Not enough space to list the number of times I have been to the doctor. MRI, xrays, blood test, back and neck injections. Ultra sounds on bladder and kidneys and breast. Total hysterectomy. Eye exams, lasix. Always sick. See doctors every month.